Manufacturer narrative:
Complaint conclusion: it was reported that a small amount of 5f mynxgrip vascular closure device (vcd) sealant stayed attached to the advancer tube and the catheter had a crack. The device storage temperature exceed 25°c. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. During the device removal step, the balloon was fully deflated. The sealant was not wedged between the balloon and the advancer tube. Manual compression was applied for 20 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1733903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Furthermore, the IFU states the maximum temperature should not exceed 25°c. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that a small amount of 5f mynxgrip vascular closure device (vcd) sealant stayed attached to the tamp (advancer) tube and the catheter had a crack. The device storage temperature exceed 25 °c. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. During the device removal step, the balloon was fully deflated. The sealant was not wedged between the balloon and advancer tube. Manual compression was applied for 20 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will not be returned for analysis.